Event description:
Nurse called to mention that pt came into the office feeling lethargic and could not concentrate. Nurse tested the pt's blood glucose and obtained a reading of 56 mg/dl. Nurse tested pt a few mins later, and meter read error1 and nurse was unable to obtain a reading. Nurse then gave the pt some juice, because nurse believed their sugar was low. Lifescan rep was unable to resolve the issue with the nurse over the phone and sent a new meter.